Event description:
Per the clinic, the device indicated open circuits at seven electrodes during initial activation on (B)(6) 2022. Reprogramming attempts were made; however, the issue could not be resolved. The implanted device remains. There are plans to explant the device and to reimplant the patient with a new device; however, this has not occurred as of the date of this report.

Event description:
Per the clinic, the device was explanted on (B)(6) 2023. The patient was re-implanted with a new cochlear device during the same surgery.